Event description:
The patient presented with severe aortic stenosis. Patient was taken to the cath lab and was prepped using aseptic technique. Per md's notes: during the procedure, a stent which was 3.5 x 38 was positioned in the mid-course of the lad [left anterior descending]. It was noted that the stent has migrated slightly from the balloon according to the markers that we could see from fluoroscopy. The plan was to deploy the stent in that area, which basically is the right area; however, the balloon would not advance to the distal course of the stent. The balloon was then pulled out and exchanged for a 2.5 balloon x 12, which was inserted inside the stent that was still in place. Patient tolerated procedure well and no harm was done to patient. Manufacturer response for onyx frontier x des 3.5mm x 38mm, (brand not provided) (per site reporter). Device given to field med representative by ccl [cardiac cath lab] manager